Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. After inserting the wearable, the patient reported the wearable failed. Upon removal of the sensor, the patient observed that the wire was missing. She went to a walk-in clinic, where an x-ray was performed. However, no foreign object was detected. Subsequently, the attending physician performed a minor surgical incision and successfully retrieved the missing wire. The incision was stitched, and the patient was prescribed cephalexin (oral antibiotic) as a precautionary measure. The patient stayed at the clinic for less than 24 hours and went home the same day. The patient continued to take cephalexin for a week. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).